Event description:
It was reported that the patient complains, that the hearing sensation with his ci is getting softer. There is no accident or trauma known. The external parts were checked. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.